Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported.

Event description:
It was reported that the arctic sun device was plugged into a wall outlet and the power switch was illuminated and the unit could hear to be running but the screen remained blank. Per review of wo on 12oct2022, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was plugged into a wall outlet and the power switch was illuminated and the unit could hear to be running but the screen remained blank. Per review of wo on 12oct2022, there was no patient involvement.